Event description:
Atrial lead and rv (right ventricular) were replaced because they were too tight. They worked good. The first interest of this procedure was repositioning lv (left ventricular) lead: finally, lv lead was changed because of the position and coronary sinus anatomy. Former lv was extracted. During this procedure, the physician wanted to place a new lv lead, and replace atrial and ventricular lead (too stretched). Reference reports: mw5154768, mw5154769. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).